Event description:
A patient reported they were having trouble recharging. The implantable neurostimulator (ins) would not charge all the way and they were getting the reposition antenna screen. The patient also mentioned their pain returned. An antenna locate feature was performed and the issue did not resolve. The patient was redirected to their healthcare provider. Additional information was received from manufacturer representative indicating a power on reset (por) condition. The patient could not say when they last felt stimulation, but thought it was about a week prior to report because that was when the pain got worse. The patient did not say when they last recharged their device, indicating that charging was difficult. The patient was educated on recharging. The por was performed and the issue was resolved. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.